Event description:
Pt admitted for debridement of left heel. Abdominal skin flap applied to heel. Post operatively on pt controlled analgesia infusion pump. Complained of nausea and was medicated. Fifteen minutes later found in code arrest. Life support ultimately withdrawal.